Event description:
Medtronic received information that damage (physical or cosmetic), no delivery/occlusion alarm during therapy occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). S/w version: 4.11c retainer ring = black on (B)(6) 2022, the customer alleged no delivery/occlusion alarms during therapy and cosmetic damage(cracked pump). Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed no delivery alarm during a bolus on 03/23/2022 at 16:59:58, 17:00:48, 17:14:44, 17:37:45, 17:38:00, and 18:58:02 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked case above arrow and battery icon, pillowing keypad overlay, cracked keypad overlay, and scratched case. In summary, pump passed required testing. Customer allegation for cosmetic damage (cracked pump) was confirmed during visual inspection where cracked case above arrow and battery icon and cracked keypad overlay was noted. Customer alleged for no delivery/occlusion during bolus was found in the pump history, however was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.